Event description:
It was reported that the patients ipg was not retaining a charge. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. Additional information was received that the patient was doing well post-operatively and the explanted ipg was not returned to bsn.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg was not retaining a charge. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device.